Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs0850 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a crack was found at the scale 37 cm of the PICC (39 cm of the catheter internally) after seven times of chemotherapy. No other information was provided.